Event description:
It was reported by service report that neither side rail was working at all and motion interrupt pan was damaged. No pt involvement or adverse consequences reported.

Manufacturer narrative:
Results - siderail cable; motion interrupt pan.